Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) smell like smoke. The staff immediately changed out the pump. The pump was sent to biomed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.